Event description:
Patient presented with skin irritation and healed distal humerus fracture status post distal humerus fracture implant of 4 cannulated screws (B)(6) 2012. Patient returned to the operating room for hardware removal of 4 cannulated screws on (B)(6) 2012 due to skin irritation from the hardware. This is 3 of 4 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.